Event description:
It was reported to boston scientific corporation that a resolution clip was to be used for hemostasis during a procedure within the stomach performed on (B)(6), 2012. According to the complainant, during deployment, the clip would not close tight enough on the tissue. The nurse confirmed that all deployment cycle steps were completed. However, the clip failed to release from the delivery catheter. The device was withdrawn from the patient with the clip attached, and then the procedure was completed using another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.